Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 61 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response on the act button due to corroded keypad traces. The pump also had a cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker, and stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).